Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir has ring. The customers blood glucose level was 121 mg/dl at the time of incident. Customer stated that the leak was past 2nd o-ring. Customer states there is no air bubble in the reservoir. Reservoir will be returned for analysis.